Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. Area was described as broken open and bleeding. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove the device. Outcome of the skin irritation is unknown.